Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Failure to deploy the clip appears to be related to the difficulty splitting the sheath. The most probable cause for the difficulty to split the sheath is related to the material used to manufacture the sheath. A review of the complaint handling database found similar incidents from this lot reported for difficulty or failure to split the sheath. Abbott vascular conducted root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: arteriotomy closure was attempted with a starclose se device after a percutaneous coronary intervention via a 6fr sheath. Reportedly, there was resistance splitting the starclose se sheath; however, it completely split. Sheath material became stuck between the clip delivery tube and vessel wall and the starclose se clip did not deploy in the patient. The safety release was used to remove the device without issue.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Per the starclose se instructions for use - do not deploy the clip in areas of calcified plaque. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure a calcified common femoral artery was attempted using a starclose se device after an interventional procedure. Reportedly, the starclose se did not deploy correctly and was broken. Hemostasis was achieved with manual arterial compression. There was no adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.